Manufacturer narrative:
A complete lead was returned for analysis. A helix issue was noted, and found to be due to damage sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the helix could not be completely extended. The lead was not used and replaced. The patient was stable.